Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the system board was replaced to resolve the malfunction.